Event description:
The customer reported that the doctor sealed the right ilio-colic vein in two seals. The doctor heard endtones, indicating a completed seal cycle, however the vein was not sealed and oozing occurred. There was no patient injury.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.